Manufacturer narrative:
Pt code: (B)(4)- cardiac injury. This is one of two device reports related to the same event. Additional info has been requested and will be submitted upon receipt according.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac injury and subsequently expired,which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.